Event description:
Customer reported they took too much insulin based on readings from the precision xtra and had to go to the hosp. The following resutls wer received in the hours preceding the visit to the hosp at 5:00 pm: 160, 208, 215, 477, 372, 246, 188 mg/dl, and hi. The last reading with the hi result was taken at 2:48 pm. Customer was treated with glucose at the hosp to raise levels. Testing was conducted on the fingers.